Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the outer cover of bd micro-fine¿ pro pen needle does not attach when attempting to recap. This occurred several times, however, no serious injury reported. The following information was provided by the initial reporter, translated from japanese to english: when I did recapping after use, the outer cover was pushed back or spinning around, and recapping could not be completed properly. This does not occur every time but sometimes occurs.